Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to a cataract extraction with intraocular lens implant procedure the surgeon noticed the knife blade was dull when viewed through the microscope. A new blade was used to initiate and complete the procedure. There was no patient involvement.

Manufacturer narrative:
This event is for the one opened blade that was returned. The damage to the returned opened sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The unopened blades were returned because the customer did not want to use that lot/box and were not used in conjunction with this event. The damaged cutting edges of the unopened knives was caused by an interaction between the cutting edge and the protector tray; however, it could not be determined when the damage occurred (manufacturing process steps or customer handling). The investigation determined that the unopened samples were functionally conforming. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened and five unopened 2.4 db hp2 slit knives were received in blisters for the report of a blunt blade. The opened sample is not seated correctly in the blade protector tray. The returned samples were visually inspected and were found to be non-conforming, sample 1 (opened) has a damaged tip and samples 2, 3, 4, 5, and 6 (unopened samples) have damaged cutting edges. The unopened samples also had damage observed. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The damage to the returned opened sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause, for the unopened samples, could not be determined from the investigation performed. Possible root causes related to the manufacturing process of the knives have been identified. The manufacturer internal reference number is: (B)(4).